Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer delivered a bolus that was larger than intended due to user error. Reportedly, during the time of the call, the customer's blood glucose levels were stable. Contact called tandem technical support for assistance on stopping the bolus delivery. Review of pump history showed that the bolus delivery had been completed. Tandem technical support informed the customer that insulin delivery could be suspended; however, when insulin delivery is resumed, there would be insulin on board (iob- active insulin in the body). Contact acknowledged the information and reported that the customer would disconnect from the pump until iob and time remaining reaches 0 and if needed, would use manual injections as alternate insulin therapy.